Event description:
It was reported that the cpc connector broke off the front of the motor drive unit. The unit was not in use when the event occurred. There was no pt involvement.

Manufacturer narrative:
Date sent to the FDA: 4/9/08. Damage to drive connector/coupling - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.